Manufacturer narrative:
On follow up with the clinical specialist, it was confirmed that the balloon was prepped full and tight which could have contributed to the event. The device is being returned for investigation.

Manufacturer narrative:
(B)(4). The retroflex 3 delivery system was returned to edwards for evaluation. Visual and dimensional inspections were performed. Visual inspection revealed a longitudinal tear along the length of the balloon. Visual inspection on the balloon tear line did not reveal any surface defects. Balloon single and double wall thickness was measured in several locations and was found to meet specification. Review of the complaint history revealed six similar complaints for balloon burst. For the complaints where the product was returned for evaluation, no manufacturing non-conformances were confirmed. There were no manufacturing non-conformances found on the returned device. The balloon component is 100% visually inspected for defects, burst pressure tested, and 100% dimensionally inspected per internal procedures during the manufacturing process, which makes it highly unlikely that a damaged or out of specification balloon component is the root cause. The balloon is inflated to ensure proper size and inspected for mechanical damage per internal procedures, and the device is leak tested after the y connector is bonded per internal procedures. This makes it highly unlikely that a pre-existing pin hole on the balloon could have caused a rupture. Moreover, per the fmea, a balloon burst can lead to several potential harms with different levels of severity. In this case, the valve was deployed successfully and there was no implication to the patient. These types of complaints have been previously investigated and documented in a technical summary. Balloon bursts in the past have predominantly been due to patient anatomy (specifically, a calcified annulus). The technical summary states that deployment balloons are subject to increased risk of burst in a calcified annulus via open cell impingement and stress concentration. We can speculate that the root cause of this complaint could be related to the rationale outlined in the above referenced technical summary. Per the clinical specialist, the patient had severe aortic valve and aortic root calcification and the balloon had been prepped to its maximum capacity. Therefore, it is possible that the rupture was caused by puncture from a calcium deposit. The complaint was confirmed, but there is insufficient information available to determine the reason for the observed event. Available information suggest that it is possible that the rupture was caused by puncture from a calcium deposit in the native annulus. There is no confirmed manufacturing non-conformance or an inadequacy in the labeling/IFU which could have resulted in the complaint. A review of the complaint history for the month of (B)(4) 2012 did not reveal that the occurrence rate exceeds the control limits for this failure mode. Therefore, no further corrective or preventive action is necessary.

Event description:
As reported by the edwards clinical specialist (fcs), at the beginning of the transfemoral transcatheter aortic valve replacement (tavr) procedure, the rf3 balloon ruptured upon deployment of the 23 sapien valve. Per report, the valve was placed in a 50/50 position within the aortic annulus. The balloon was then able to be retracted at which point the valve was assessed to be in good position with no pvl and no cai noted. The patient was noted to be in stable condition.